Manufacturer narrative:
Per the user facility's biomedical technician (bmet), the electronic patient gas system (epgs) remains plugged in, running up the oxygen (o2) percentage hours, so that the batteries on the heart lung machine (hlm) remain charging. He replaced the o2 sensor and reset the o2% hours.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a "service gas system" message was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. After replacing the oxygen (o2) sensor and resetting the hours the service message cleared. During laboratory analysis, the product surveillance technician (pst) observed the o2 sensor to operate for six hours with no 'service gas system' messages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.